Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 6.1 inr. The customer had a lab test immediately following the meter test and the result was 3.1 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer's warfarin dose was lowered based on the meter result. Customer has no antiphospholipid antibodies, no other anticoagulants, no symptoms of bleeding or bruising and is not anemic. Customer had a change to their medication that treats nephropathy and just recently started taking lyrica. There was no allegation of an adverse event. Corresponding retention test strips (294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch field- correction/removal report no.